Event description:
A customer reported a delivery issue associated with a goodwill sensor offered by abbott diabetes care (adc) device in replacement of premature detachment devices. As a result, the customer ordered a replacement adc device. Subsequently, a delivery delay was reported with the replacement adc device. Due to delivery delay, the customer experienced symptoms of "feeling unwell, staggered until holding onto their daughter-in-law and fainted," experiencing a loss of consciousness. The customer was unable to self-treat and healthcare professional (hcp) in a shopping plaza assisted the customer, but treatment is unknown. A blood glucose of 50 mg/dl was taken on an unspecified meter, and the customer was diagnosed for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.